Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02729 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, the hta procedure was successfully completed. No fluid loss alarms occurred during the case. A cervical burn was noted at the patient¿s 2-week follow up appointment. The burn was not classified, however, the patient¿s cervix was reported to be ¿sloughing¿. An additional attempt has been made to obtain follow up event details with no response from the clinician.